Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The device was reportedly lost and will not return to the company. A review of the device history record was completed and no anomalies were noted. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced overly loud sound and pain with device use. External equipment was exchanged, however, the issue did not resolve. Programming adjustments were made and the recipient was able to tolerate the device, however, revision surgery was still elected. The recipient's device was explanted.

Manufacturer narrative:
The recipient was reimplanted with another advanced bionics cochlear device. The recipient's activation went well.